Manufacturer narrative:
Event site postal code: (B)(6). This event occurred on the japanese market with a transray 40cc iab, which is a significantly similar device to sensation 40cc which is sold in the us. For d4: di number has been used for sensation 40cc (01)10607567106779, which is sold in the USA. Provided d4 lot number, d4 expiration date, and h4 device manufacture date corresponding to transray device involved in the event, which is not available in USA. The device has not been returned to the manufacturer so we are unable to complete an evaluation. If provided we will send a supplemental report with our additional findings. Reference complaint #(B)(4) h3 other text : device not returned.

Event description:
It was reported that after inserting an intra-aortic balloon (iab) and initiating therapy, there was an "optical sensor failure" alarm. The facility staff attempted reinserting the catheter multiple times to subdue the alarm, but was unsuccessful. The iab was replaced and therapy was provided. There was no patient harm or adverse event reported.